Event description:
Customer reported they did not know what is wrong with the alarm and has no further info. More info received on a note with the returned alarm stated " cable does not fit into green box tightly so nurse call will not light up at the nurse station". Customer could not provide a date when found. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned product confirmed the user's note; nurse call receptacle moves as the nurse call cable is being plugged in but the cable fits as it should in the receptacle. Nurse call light does not come on at the nurse call test fixture when weight is removed from the sensor pad. The nurse call receptacle is protruding from the alarm case. (B)(4).